Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value was 400mg/dl. Current blood glucose was 170mg/dl. Based on customer report customer does not allege pump was under delivering. Customer treated this with the pump. Customer stated that the drive support cap appeared normal. Insulin pump will not be returned.